Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the devices in the hospital were on critical override. A technical support specialist (tss) dialed into the server, ran downtime queries, and confirmed all carefusion coordination engine (cce) messages were current with no global critical notices on health sight viewer (hsv). One station (lrc 3) showed critical override and communication issues and were addressed through coordination with the pharmacist, station power cycling, reboot, and successful re dial in. The tss verified time synchronization, confirmed proper data synchronized, restarted external messaging and .net services to correct delayed (cce) sent times, and confirmed all notices were cleared. The pharmacist later confirmed normal operation, and the case was set to close after a 24 hour monitoring period with no further issues reported. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.